Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 130 mg/dl - 140 mg/dl, 100 mg/dl - 110 mg/dl, and 180 mg/dl - 200 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strips; replacement was sent.